Event description:
This was a lead removal case performed in the or to extract two non-functional leads. The mdt 6949 lead were prepped with an lld and the procedure began using a 12fr glidelight laser catheter. During the extraction, anesthesist noticed a small effusion growing posteriorly after rv lead was extracted. When first measured, the reading was 1.1cm. The second measurement was taken and measured 1.9 cm. A small pericardial window was performed, but the surgeon was unable to stop the effusion. A sternotomy was then performed and the injury site was located. The approximate 1.5 cm tear was repaired. It was noted that the atrial lead was grown into the svc and this led the surgeon to believe the rv lead was also ingrown, creating the tear when removed. Beginning pressure before laser use was 92/50. At no point during the extraction or during the repair did the patient's pressure drop below 82/45. Patient was put on pump during the repair. After repair, new rv ICD lead was placed. Patient is stable.